Event description:
It was reported that the lead threshold values are lower from the device than the readings from the analyzer. It was also reported that the lead dislodged while slitting but was successfully repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.